Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated they were giving bolus and it was only partially done when it started alarming. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer performed a self test which did not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.